Manufacturer narrative:
Brand name was initially reported as "superline." Correction was made to report brand name as "implantium." The PMA/510k number was corrected accordingly.

Event description:
The doctor reported the implant was removed due to osseointegration failure 1 month after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was good. During the surgery, infection was observed. Patient will later need another surgical intervention.

Event description:
The doctor reported the implant was removed due to osseointegration failure 1 month after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was good. During the surgery, infection was observed. Patient will later need another surgical intervention.